Event description:
It was reported that the locking mechanism on the brace allegedly does not work. No injury reported.

Manufacturer narrative:
It was reported that the locking mechanism on the brace allegedly does not work. No injury reported. The root cause of the complaint is a damaged component. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.